Event description:
The lay user/patient contacted lifescan alleging that the product was reading inaccurately high with control solution. The patient said they no longer had test strips; therefore, the customer care advocate was unable to "way" the lay user through control solution tests. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.